Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation since (B)(6) 2015. In turn, it's been longer since the patient recharged the system. As a result, the ipg could no longer communicate with any external devices and the patient programmer displayed an error message. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively and the issue resolved.